Manufacturer narrative:
Concomitant medical products: 6949-58, lead, implanted: (B)(6) 2006; 5076-52, lead, implanted: (B)(6) 2006.

Event description:
It was reported that during a device changeout procedure, the physician repaired a small insulation tear with silicone adhesive on the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.